Event description:
A report was received stating that the tracheostomy tube was checked prior to use for leaks, with none found. After 1 day of use, the cuff reportedly began leaking. No incident related medical sequela was reported.

Manufacturer narrative:
The suspect tracheostomy tube was returned for investigation. Visual inspection found the device free of defects and abnormalities. During functional testing, the device cuff was inflated with air. The cuff remained pressurized with no signs of leakage. A review of the device history record revealed no non-conformities during manufacturing. No evidence was found to suggest the reported event was related to an intrinsic product fault.

Manufacturer narrative:
Device evaluation: smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.